Manufacturer narrative:
Investigation summary: customer returned (2) 0.5ml 31g safetyglide syringes. It was reported by the customer that 2 syringes did not have marking, missing print. The print on syringes was not properly applied and the complaint has been verified. The root cause is due to improper application of ink during production and the manufacturing facility has been made aware of the issue. A review of the device history record was completed for batch# 2220321. All inspections and challenges were performed per the applicable operations qc specifications. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ insulin 1/2ml 31g x 15/61" the scale markings were missing. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the psid is 164632, syr ins sftyglide 0.5ml 31ga, bd 328447. The lot number was 2220321l. We have only found 2 that did not have markings. I think somehow they missed the printing. We entered a patient safety event but it was caught before any interaction with a patient.